Event description:
It was reported that the compressor kept on going to standby while it was connected to a ventilator. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 08:55 am (gmt-4:00) added by (B)(6): the investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor initially delivered air normally but went into standby after a minute, which is not normal behavior for a compressor when wall air is not connected. The standby valve shall put the compressor in standby only when wall air is connected. Microscopic inspection revealed that a sealing was dislocated in the standby valve, causing leakage. As a result, an increased pressure is measured by a pressure sensor inside the compressor. The increased pressure is interpreted by the compressor as if wall air is connected to the compressor when it is not, which causes it to go into standby mode. The root cause for the reported issue was a dislocated sealing, it has not been determined how it got dislocated.

Event description:
(B)(4).